Manufacturer narrative:
(B)(4): visual inspection revealed that the battery compartment is cracked and the battery cap had stripped threads. The battery cap would not secure properly to the pump. A test battery cap was used to complete investigation. The pump was exercised for 29 hours with no issues found. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient reported that the pump casing was damage for a few weeks and indicated that the battery cap was being secured by a rubber band. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. The owner's manual instructs the user to call animas customer service if the user suspects that the product is damaged. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose of 500 mg/dl with ketones; the patient did not specify when the event occurred. The patient reportedly correctly the elevated blood glucose levels with injections. The patient stated that the pump battery compartment was cracked and the pump had been turning off for a few weeks. The patient reportedly attempted to secure the battery cap to the pump with a rubber band. The patient indicated that the elevated blood glucose was due to the pump losing power. This report is made based on the allegation that the patient experienced hyperglycemia while using pump therapy.